Event description:
A pharmacy technician reported that some knives will not cut at all while other knives may have cut fine during surgery. Patient involvement and/or impact is unknown. Additional information has been requested.

Manufacturer narrative:
No samples were returned to manufacturing for evaluation therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the issue "knives did not cut" as reported by the customer cannot be determined. Some potential causes are improper handling or contact with another instrument on the instrument tray during the procedure or set up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as damaged tips care cutting edges, are removed from the lot and scrapped. Functional testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).